Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was protruding. Blood glucose level at the time of the incident was 231 mg/dl. Customer also reported that the bottom half of the insulin pump was discolored. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, stained end cap sticker and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.